Event description:
It was reported that the patient was found dead in bed. The batteries in their device were depleted but as the patient was not with anyone for at least 10 hours, it was difficult to know if the depleted batteries caused the death of they died a natural death. It was unclear if the death was considered to be device related or if the device operated as expected. No autopsy was performed and the device was not explanted. Related MFR: 2916596-2022-14431.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.